Event description:
It was reported one day post operative that the right ventricular (rv) lead exhibited no capture at maximum output. The rv lead was reprogrammed and turned off. Later that day x-ray confirmed the rv lead had dislodged. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.